Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that this was a percutaneous intervention treating a below the knee vessel with moderate calcification. An armada 18 pta catheter was advanced to the lesion site without reported issues and balloon inflation was performed. During inflation, leaking was noted at the proximal part of the hub. Due to the leak, there was a gentle loss of pressure, however, the lesion was still dilated sufficiently with the device. There were no adverse patient effects and there was no clinically significant delay reported. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report filed, additional information received: an armada 14 pta catheter was used not an armada 18 pta catheter as previously reported.